Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaked at the right at the top where it connects to tubing. Customer's blood glucose level was 108 mg/dl. Reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test. Reservoir and transfer guard found it easy to fill. No leakage anomaly was observed during filling. (B)(4).